Manufacturer narrative:
Because the device was not returned and no further information was provided, sorin group's investigation was limited to a review of the device history records. The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at sorin group (B)(4)., the results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa21 mitroflow aortic pericardial heart valve at the time of manufacture and release. Device available for eval? Changed to "no"since no device was returned to manufacturer.

Manufacturer narrative:
Result: the complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at sorin group (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa21 mitroflow aortic pericardial heart valve at the time of manufacture and release. Histopathological evaluation will be conducted upon receipt of the device.

Event description:
The manufacturer was notified on (B)(6) 2014 that mitroflow valve was explanted after 4 years. No other details were provided.